Manufacturer narrative:
Approximately 50 months post index procedure patient suffered peripheral arterial occlusive disease in left sfa and revascularization using non-medtronic pta, non-medtronic deb and non-medtronic stent was carried out the following day. The event is continuing.

Event description:
During the index procedure a protege stent was implanted in the left proximal sfa /popliteal artery. Approximately 13 months post index procedure a revascularization of the target lesion was carried out due to peripheral arterial occlusive disease. Pta and stenting was carried out including the use of an evercross balloon catheter. A dissection is reported to have occured during the revasc procedure which was treated with stenting. The outcome is reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.